Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. Analysis was unable to verify failed battery alarm due to blank display. Analysis was unable to test basic occlusion, occlusion and excessive no delivery due to blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's blood glucose was 116 mg/dl at the time of call. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after reinserting the battery and received a failed battery test alarm. The customer stated that the failed battery test alarm recurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.